Manufacturer narrative:
(B)(4). One used caresite valve, without packaging, was received for evaluation. Two cracks and several crazing lines/stress marks were observed on the female luer lock threads of the molded caresite valve body (cavity # 4b). The cracks started from the top of the valve and extended down to the bottom of the luer threads. Without the lot number, a through evaluation could not be performed. Although the duration of use for the caresite valve could not be confirmed, it is indicated on the instructions for use (IFU) for the reported product catalog number. If additional pertinent info becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event #3: reports the caresite valve cracked during administration of chemotherapy drug (5-fu). According to the hospital, this occurred 3 times out of 200.